Manufacturer narrative:
The device was returned for analysis. The reported ¿suture became knotted outside the patient¿ was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices are filed under a separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using three proglide devices in relation to an interventional procedure. Reportedly, calcification prevented the sutures from anchoring. The suture became knotted outside the patient. An unspecified method was used to achieve hemostasis. No additional information was provided.